Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6). The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: dexmedetomidine versus propofol for operator-directed nurse-administered procedural sedation during catheter ablation of atrial fibrillation: a randomized controlled study. Heart rhythm. 2022; 1-10. Doi.org/10.1016/j.hrthm.2021.12.028. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding dexmedetomidine versus propofol usage for procedural sedation during catheter ablation. The article reports a patient who experienced a coronary air embolism with transient st elevations after transseptal access which resolved spontaneously, and the ablation continued. There were other patients who developed right phrenic nerve palsy which only partially resolved after over a year, and one patient with sinus bradycardia after the ablation procedure which prolonged their hospitalization. The status/disposition of the catheters is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.